Event description:
The right femoral central venous catheter (cvc) was inserted on (B)(6) 2026. On (B)(6) 2026, while the patient was seated in a chair, an incident occurred during patient repositioning. The nurse observed that the distal line had become separated between the 3-lumen extension set and the extension line. Neither the nurse nor the assisting staff reported any resistance during repositioning, and the patient did not report any pulling sensation or pain. Immediate action was taken by manually pinching the catheter line, followed by application of a hemostatic forceps to secure the line. The affected cvc was removed and replaced with a new device. There were no reports of air embolism, blood loss, or other adverse patient effects. The patient's condition was reported as "fine." No additional medical intervention was required beyond removal and replacement of the device.

Manufacturer narrative:
(B)(4).